Event description:
It was reported to nuvectra that due to impedance issue and migration, the two leads were removed and replaced with a paddle. During the procedure, the physician decided to also replace the stimulator for a potential low battery. The patient is receiving adequate coverage.